Event description:
It was reported that the 8mm maryland bipolar forceps instrument had a defect. The procedure was completed with no reported injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley near the grips opposite the cable routing. The broken piece is missing as a result of breakage and has a size of approximately 5.3mm x 0.7mm. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.